Event description:
It was reported that four years post stent placement in superficial femoral artery lesion, the stent allegedly reoccluded. It was further reported that the re-occlusion was treated with drug coated balloon. The current patient status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment. In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended as necessary.' The instructions for use includes a stent size selection table describing the relationship between outer diameter of the stent and the reference vessel diameter. 'Restenosis' was found mentioned as a potential adverse event that may occur. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that four years post stent placement in superficial femoral artery lesion, the stent allegedly reoccluded. It was further reported that the re-occlusion was treated with drug coated balloon. The current patient status was unknown.